Event description:
An adverse event was reported to sunsire medical on (B)(6) 2013. Sunrise medical was informed of a death involving an end user and her quickie pulse power chair by notice of service of process. It was reported to sunrise medical that the end user was being transported by van while sitting in her power chair. The end user's van was struck by another vehicle causing the power chair to fall over. The end user suffered multiple fatal injuries which attributed to her death. Additional information on this incident can't be obtained at this time due to legal involvement.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.